Event description:
It was reported there was a leak at the catheter handle.

Manufacturer narrative:
We are awaiting device return. When our investigation has been completed, a f/u report will be submitted. (B)(4).